Event description:
After an implantation period of approximately 24 months it was reported that the lead was extracted due to oversensing on the far-field and ventricular channel. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the insulation was found rubbed through approximately 56 cm distal to the df4 connector pin, which is assumed to be the root cause of the reported oversensing. The provided x-ray picture was analyzed. The lead showed much slack in the implanted state. It is assumed that the slack in combination with tricuspid valve interaction resulted in mechanical stress leading to the mentioned insulation damage. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.